Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a motor error alarm. The customer's blood glucose reading was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j1 printed circuit board keypad connector during our visual inspection. The insulin pump passed the leak test. The motor was tested outside of the device and passed. No motor error alarm feature is not available on this model insulin pump. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.